Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case causing the lens to have a bent appearance. Small cracks observed which appear to be due to the lens position in the case. This observed lens placement may have been interpreted as the reported "lens warped/molded crooked" complaint. All product and batch history records are reviewed by quality prior to product release. The root cause for the reported complaint could not be determined. The lens was not molded crooked. The reference to ¿would not lay flat¿ would indicate the lens was handled/removed from the lens case. The lens was returned positioned incorrectly in the lens case. This caused the lens to appear bent. The observed lens placement may have been interpreted as the reported "lens warped/molded crooked" complaint. However; the returned lens position cannot be verified to have been ¿when opened¿. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report and supplemental reports, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the surgical tech opened the lens when she realized right away that it was warped and didn¿t flatten out.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was warped, molded crooked and did not flatten out. There was no patient contact. The procedure was completed. Additional information has been requested.